Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient stated their device was removed and replaced on (B)(6) 2017 due to a problem. The patient initially stated that their device failed but then ¿went back on their words¿ and noted that one of the leads came out of the pocket it was supposed to be in. No patient symptoms were reported. It is not clear when the event happened. The patient noted they will probably continue to see their previous managing physician; however, a different surgeon performed the removal/replacement surgery. The patient was implanted for spinal pain.

Event description:
Pt stated the hcp put in a two wire medtronic lead and stated one of the leads "wrapped around, or went near my floating rib or something" and stated it was causing her "so much pain". Pt stated they did an x-ray due to this and identified the lead was not where it should be. Pt stated the hcp transferred pt's care over to another hcp. Pt stated the new hcp changed the two wire leads over to a paddle that connected to the same ins. Pt stated "then it worked for a bit with little adjustments here and there". Pt stated it "worked pretty good, never perfect". Pt stated ins and leads have all been explanted.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that in (B)(6) 2016, the lead had migrated and the right side was painful. The patient reported that a paddle lead was implanted in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.